Event description:
Fire department personnel attached the device to a person in cardiac arrest. The device allegedly displayed a continuous connect electrodes message and use of the device was inhibited. Paramedics subsequently arrived and used a manual defibrillator/monitor to continue treatment of the pt. The pt's outcome was not reported.